Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the pt's postoperative bscva was 20/30, but felt that the refraction might not be accurate due to posterior capsule opacification. The surgeon is not blaming the iol. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitor and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 01/11/2011, 01/14/2011, and 01/25/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).